Event description:
It was reported that the patient presented in the emergency room with pain due to a shock. Upon interrogation, it was noted that the implantable cardioverter defibrillator delivered an inappropriate shock due to under-sensing on the far-field channel during atrial fibrillation with rapid ventricular response. Programming changes were made. The patient was in stable condition.